Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger product ID 97745bp, serial# unknown, product type accessory product ID 97745bp lot# serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller screen would go blank when they plugged their recharger in to begin a charging session for their implant, thus they haven't been able to recharge for about a week. The pt stated that the controller behaves normally when plugged into ac power; screen only goes blank the moment the recharger is connected to controller. The pt also stated no green light flashed when recharger is plugged in. On saturday, the pt tried to recharge their implant, but the new controller's screen also went blank right when they plugged in the recharger. The pt reported this to to the repair lab tech, and they sent the pt a new ac power cord; this did not resolve the issue. Agent had the pt look over their recharger cord for damages; the pt confirmed they didn't see anything wrong with recharger. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  Patient called back stated they received the rtm but the controller is not powering on to charge the implantable neurostimulator (ins). Patient stated they open up the battery compartment and saw there is no battery pack inside the controller. Patient stated they sent back the controller already with the battery pack. Patient services (ps) re-opened case and sent email to the repair dept for battery pack.